Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if malfunction appeared again, which customer acknowledged and understood.